Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694958 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product evaluation summary: the 5076-45 lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.